Event description:
It has been reported to philips that x-ray could not be activated with the wireless footswitch. The customer is currently using the wired footswitch instead of the wireless footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wi-fi led was red, indicating a loss of the wireless connection. The issue occurred during an emergency procedure. The procedure was completed in another procedure room after moving the patient. A philips service engineer inspected the system onsite and found that the wireless footswitch was functional and could not reproduce the problem. A wired footswitch was connected as a backup in case of recurrence. There are two generations of wireless footswitch. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. Philips has attempted to obtain patient information but was unable to due to the country¿s privacy laws.